Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost stimulation, due to the ipg being inoperable. To address the issue patient underwent surgical intervention wherein the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.